Event description:
It has been reported to philips that the device does not turn on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the ups 1phase data integrity controller sp which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated the issue. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The philips field service engineer (fse) inspected the system onsite. Upon troubleshooting, fse found that the ups controller and the fuse on the ups control board were defective, due to which there was an abnormal line displayed on the ups and no power was supplied to the system. To resolve the issue, fse replaced the fuse and the ups controller. The defective ups controller was returned for failure analysis, and the mode of failure was found to be an electronic defect. The ups controller's conversion between battery mode and line mode did not work and destroyed the f4 fuse. After the replacement of the ups controller and fuse, the system was returned to good working condition. The codes were updated based on the investigation outcome.